Manufacturer narrative:
24-oct-2017 product investigation results: the reporter returned the product on 11-sep-2017. Product identified as an oral-b power toothbrush, version unknown on 04-oct-2017. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Brush head flew off in mouth, just the top part where the bristles are that come off into mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown flew off in his/her mouth. The consumer described that just the top part where the bristles are was what came off into his/her mouth. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head flew off in mouth, just the top part where the bristles are that come off into mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown flew off in his/her mouth. The consumer described that just the top part where the bristles are was what came off into his/her mouth. No symptoms were reported. Relevant history: none reported. No further information was provided.